Event description:
The patient was revised to address tibial loosening at the cement to implant interface. Depuy cement was used at the time of implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Patient medical records were provided with the initial reporting. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was provided. The reported patient knee infection could not be confirmed upon review of the supplied medial records. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.